Event description:
It was reported that the right atrial (ra) lead dislodged, causing inappropriate phrenic stimulation. The ra lead was revised. Following the lead revision, poor sensing and high capture threshold were noted and led to the lead being ultimately explanted and replaced. The patient was stable throughout.